Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to confirm the issue. The fse found the pim needs replacement. The fse ordered the part. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. The iabp was switched for another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had ordered the pim(pneumatic module assembly), reported that the pim was replaced to fix the reported issue, and all functional and safety checks to meet factory specifications was perormed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. The iabp was switched for another one. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h6(investigation type & component codes), h10, h11. Corrected fields: g1(contact person), h4.

Event description:
N/a